Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast mass, device extrusion, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with a 550cc mentor memorygel breast implant. Post-operatively, the patient experienced discomfort and irritation around the incision site of the left breast as well as left implant extrusion. It was also reported that the patient developed a mass under the left breast, which was confirmed during a physical examination. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On january 13, 2023, mentor received the product for evaluation as well as additional information. Mentor became aware that the patient underwent removal on (B)(6) 2022. As such, the patient's date of explant has been updated. On january 16, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Manufacturer's reference number: (B)(4).